Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained. This event occurred 350 times. Confirmatory testing was performed using gram staining and sub culturing. There was no report of patient impact. The following information was provided by the initial reporter: false positive cases occurred continuously. A. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous? After suspecting false positives, we proceeded with gram dyeing and manual subculture. B. Were any erroneous results reported to the healthcare provider by laboratory personnel? Laboratory staff reported the results to the healthcare provider. C. If yes, were any patients treated based on erroneous results? Fortunately, the hospital indicated that if the positive result came out too soon, it could be false positive, and reported the result, so no prescription or treatment was connected to the patient.

Manufacturer narrative:
H6: investigation summary customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained. This event occurred 350 times. Confirmatory testing was performed using gram staining and sub culturing. There was no report of patient impact. The following information was provided by the initial reporter: false positive cases occurred continuosuly. A. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous? - after suspecting false positives, we proceeded with gram dyeing and manual subculture. B. Were any erroneous results reported to the healthcare provider by laboratory personnel? - laboratory staff reported the results to the healthcare provider. C. If yes, were any patients treated based on erroneous results? - fortunately, the hospital indicated that if the positive result came out too soon, it could be false positive, and reported the result, so no prescription or treatment was connected to the patient.